Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of a balance middleweight elite (bmw) guide wire, when shaping the tip, the tip felt less robust to tactile feel. When examined, the core at the distal end was found missing. The guide wire was not used. A new bmw elite ii was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.